Manufacturer narrative:
Additional information was received from evaluation by the gefe that the equipment was checked and found to function within manufacturing specifications. The reported complaint could not be duplicated.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(6). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.